Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery upon power-up. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). During review of the event history it was determined that the condition of battery depleted set occurred on (B)(6) 2010.

Manufacturer narrative:
Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has been previously sent into service for the reported condition of "damaged battery." (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was serviced onsite by a baxter technician. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a damaged battery. The root cause was determined to be depleted main batteries. The baxter repair technician replaced the main battery and battery harness to resolve this issue. A follow up report will be submitted if additional information becomes available.